Event description:
It was reported that during a device change out the left ventricular lead exhibited a connector anomaly. The lead remained implanted.

Manufacturer narrative:
Final analysis found only the sealing ring was returned for evaluation after it came off in the header of a device during device changeout. This was likely caused by user error.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead remained implanted without the sealing ring in the new device.